Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. A customer experienced a skin infection at the sensor site. Customer additionally reported experiencing a sensor site abscess, bruising, and possible foreign object stuck in their skin. The customer then reported being seen by a healthcare provider where they received treatment of antibiotics (flucloxacillin). There was no report of death or permanent impairment associated with this event.